Event description:
It was reported that the material presented rupture (micro hole) near the connection with the butterfly after 13 days of use, being necessary to remove the catheter. This resulted in additional costs to the institution. Note: the catheter was not resistant.

Manufacturer narrative:
H11:section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1696 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the material presented rupture (micro hole) near the connection with the butterfly after 13 days of use, being necessary to remove the catheter. This resulted in additional costs to the institution. / note: the catheter was not resistant.